Event description:
Medtronic received a report that there was resistance and catheter stretch in the distal part of a rist catheter. The patient was undergoing treatment for a pipeline implant. The patient's vessel tortuosity was moderate. The access vessel was radial, which was 2.6mm in diameter. It was reported that after insertion of the rist device and distal placement, the physician attempted to place the stryker cat 5 access catheter and phenom microcatheter through the rist guide catheter. At this time they noted difficulties passing the assembly through the rist catheter and elected to remove the set-up. During removal they observed ¿stretching¿ in the rist and elected to remove the entire set-up. There was no force applied during delivery or removal. There was no vasospasm, the catheter was not stuck in the guide catheter, and the catheter tip was not entrapped/stuck. The procedure was converted to femoral access and proceeded without issue. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a stryker cat 5 guide catheter and a phenom 27 microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the cause of the event was not determined. The physician commented that it may have been anatomically related.